Event description:
The pt underwent revision surgery to remove the inferior anchor plate of the roi-c implant construct, implanted at c4-c5. The anchor plate had migrated from the post-op position and was determined by the operating surgeon to pose significant risk to the pt. This represents a partial removal of the entire construct - the remaining implanted construct consists of the roi-c interbody fusion peek cage and the superior roi-c titanium anchor plate. Only the inferior roi-c anchor of the construct was removed because only that component was causing the pt risk, and the remaining construct was determined to be sufficient.

Manufacturer narrative:
No new pt, event or device info has been revised since the original MDR submission. We have spoken with (B)(6) and are submitting the updated form FDA 3500a, enclosed with the original report submitted, per our conversation with (B)(4). Additional info from the importer report: this is the first migration of an roi-c anchor plate directly resulting in a revision surgery. The explanted anchor plate was discarded at the hospital, so no direct eval of the inferior anchor plate could be made. One x-ray from the original surgery was provided by the operating surgeon, however, the implant is not clearly shown and it is difficult to assess if the roi-c anchor plate was fully seated or not prior to completion of the surgery. The rest of the construct was determined to be stable after the revision. Post revision, the pt was doing well. As of the date of this report, there have been no further reports of adverse events for this pt - he is reported to be doing well and suffered no undue outcomes as a result of the revision.